Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was unable to communicate with a remote transmitter via rf telemetry. The device was reprogrammed successfully in clinic. The patient did not experience any symptoms.